Manufacturer narrative:
Updated misprint in summary.

Event description:
This report is founded on information provided by a philips field service engineer (fse) and has been examined by the philips complaint handling team. Philips received a complaint concerning the heartstart mrx, indicating persistent failures in the device test. There was reportedly no patient involvement. The customer tried using external paddles, but still get a "multifunction pads fail" error. The issue seems related to a problem with the therapy card or charging capacitor. Unfortunately, the equipment is no longer supported, and replacement parts are out of stock since the end of 2022.the customer was informed that no repairs could be carried out, and service could no longer be performed on the unit. Since troubleshooting was not conducted on the device, the reported issue could not be verified, and a cause could not be established. As a result, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed about the end of life terms, and the device still resides at the customer's site. It has been determined that no further action is necessary at this point. If additional information is received, the complaint file will be reopened.